Event description:
Technician alleged the brake casters swivel when the brake is set. No pt impact.

Manufacturer narrative:
The technician found the brake caster swivel locks are worn. The technician replaced the brake casters to resolve the issue.